Event description:
Oncology patient receiving emend. Pump alarmed upstream occlusion x2. Contributing to longer infusion times and staff alarm fatigue. Causing a distraction during medication set up as nurse must leave that task to attend to the alarms. Bag height 24 in.